Event description:
It was reported by the customer that a pyxis anesthesia es system are running extremely slowly. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the slow login times as evidenced by log excerpt. The technical support specialist guided the customer in accordance with the ka000007105 titled 'station slowness summaries' and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device.